Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc blood glucose meter in comparison to a reading obtained from a laboratory within 10 minutes. Customer reported receiving a reading of 112 mg/dl from their adc meter which was higher than a laboratory reading of 70 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. At the time of this review, the strip lot associated with this case was outside its expiration date of 30 apr 2018; therefore, retain testing of the strip lot was not able to be performed. A tripped trend review was completed for reported complaint, freestyle freedom lite meter and freestyle test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a high reading from their adc blood glucose meter in comparison to a reading obtained from a laboratory within 10 minutes. Customer reported receiving a reading of 112 mg/dl from their adc meter which was higher than a laboratory reading of 70 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.